Event description:
In 05/06 abbott point of care was contacted by a customer who stated that after they received a potassium result of 7.0 meq/l, a fresh sample was drawn, and the test repeated on a different serial number I-stat analyzer using the same cartridge lot. This repeat result was 7.1 meq/l. A third sample was then drawn, and sent to the laboratory for testing. A result of 3.0 meq/l was produced by the laboratory analyzer. All other analytes from the third sample compared well between the laboratory and the I-stat system.